Manufacturer narrative:
(B)(4). The device was manufactured between 10/01/2012 and 10/03/2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The customer stated that the total volume of solution to be infused was 240ml. After the expected infusion time of 48 hours, there was still 150ml of solution in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was conducted on the device and was found to be within the specification range of the product. The evaluation did not confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.